Manufacturer narrative:
This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 460 mg/dl (system 1) and 220 mg/dl (system 2). No adverse event reported. It is unknown if the same test strips were used for both meters and results. The test strip lot number was not provided for system 2. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.